Manufacturer narrative:
Event date and death date were not reported. It was reported the patient died 2 weeks post procedure; therefore, the dates were approximated.

Event description:
It was reported that a patient death occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully released in the laa. There were no patient complications. It was reported that two weeks post procedure the patient passed away. The death was reported to the implanting facility by the patient's family. The cause of death is unknown.